Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results along with low sodium and chloride qc. The customer stated this has been a recurring event dating back to (B)(6) 2017. The sodium, potassium, and chloride results for 3 patients were provided of which all 3 had a reportable malfunction for sodium. For patient #1 the initial sodium result was 132 mmol/l with a repeat result of 140 mmol/l. For patient #2 the initial sodium result was 133 mmol/l with a repeat result of 141 mmol/l. Patient #2 is a (B)(6) female with a date of birth that was requested but not provided. For patient #3 the initial sodium result was 129 mmol/l with a repeat result of 138 mmol/l. Patient #3 is an (B)(6) male with a date of birth that was requested but not provided. Repeat testing was performed on cobas 4000 c (311) stand alone system. The repeat results were deemed to be correct. Corrected reports had to be issued for all 3 patients. There were no adverse events. The reagent lot and expiration date for the sodium electrode was not provided. The customer stated that the last calibration did not have a s3 concentration result meaning the calibration was programmed incorrectly. During the service visit, the field service engineer found that the customer had incorrectly calibrated their ion selective electrode (ise). He checked the system's fluidics and mechanical adjustments. The customer ran a precision run of sodium which passed.

Manufacturer narrative:
The findings by the field engineering specialist were confirmed to be correct. Analysis of the calibration monitor showed a high difference between calibrator results that would indicate an improper handling of calibrator standards, most likely caused by leaving the vials open too long leading to evaporation. The customer has had similar issues in the previous 12 months.